Manufacturer narrative:
This report is submitted on august 23, 2021.

Event description:
Per the clinic, the device was explanted (date not reported) due to unspecified medical reasons and the patient was reimplanted with another cochlear device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 30, 2021.